Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer observed erratic patient results on the architect c16000 using the olympus creatinine assay. One patient generated a creatinine result of 1239 umol/l (14.0 mg/dl) and upon retest, the result was 87 umol/l (0.98 mg/dl). The discrepant result was caught by a delta check and was not reported. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Abbott personnel on site found gel on the sample probe and loose screws on a syringe. In addition to cleaning the sample probe and tightening the loose screws, abbott inspected and serviced the instrument and ran quality control to verify the system's performance. Follow-up with the customer verified no further issues. The customer's complaint history does not include a recurrence of erratic or discrepant results subsequent to abbott's on site actions to resolve the issue. A review of complaint and trending data did not identify an adverse trend or known issue for the c16000 related to inconsistent or erratic results. A complaint review determined the current rate of inconsistent, erratic, and aberrant complaints and occurrences is below the established limits for the architect clinical chemistry systems. The architect system operations manual provides sufficient information regarding scheduled maintenance, sample volume and handling requirements, interpreting results, and troubleshooting the customer's issue. Numerous probable causes and corrective actions for the customer's issue are found under the observed problems erratic results, poor precision and elevated concentration. Based on the available information, the creatinine fliers were probably caused by the gel on the sample probe and the loose syringe screws identified and corrected by abbott personnel and/or other unknown contributing factors coincidentally addressed during abbott's service and maintenance activities. A deficiency was not identified.